Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; device not returned for evaluation. Method: no testing methods performed. (B)(4).

Event description:
It was reported in the article ¿the impact of different nasal packings on postoperative complications¿, am j otolaryngol¿head and neck med and surg (2014), that: * of 71 patients treated with merocel: 14 (19.71%) had post-operative nasal synechia 8 (11.26%) had septal perforation 3 (4.22%) had post-operative infection (periorbital cellulites and rhinosinusitis) 2 (2.81%) had epistaxis after removal of nasal packing in post-operative period (4 weeks) when compared with patients that had a nasal splints (n = 59) the only parameter that was statistically significant was the nasal synechia (the nasal splints cohort had zero (0) nasal synechia).